Event description:
While using the gelport laparoscopic system the physicians noticed that the pneumo was not staying at the level that it should be and kept dropping making it difficult to operate. They started looking at instruments and ports to determine if there was a leak somewhere and it was at this time that they noticed that the gelport had a hole in it and was causing them to lose pneumo. The gelport with the hole in it was removed and replaced with a new gelport that was functioning properly and continued the surgery without further incident.